Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6)2023 and a drain was used. During procedure, when the product was about to be used and the cap was removed, it was found that the trocar needle tip was bent. Further details are not provided. There were no adverse consequences to the patient. Upon receipt and evaluation of the product the trocar was bent and damaged.

Manufacturer narrative:
Product complaint # (B)(4) if further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: one complaint sample of trocar with drain was received for evaluation, during visual inspection, sharp edge of the trocar was found in bent condition, and there were observable visible marks on the trocar. It is suspected that, trocar might have came in contact badly with some external object used during surgery, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible. Retention samples of complaint lots were checked and found satisfactory. During investigation of the complaint, batch manufacturing records and retained sample review was performed. No discrepancy as per the reported defect was observed. As per standard practice, 100% inspection was carried out, visually before and after packing of finished goods, prior to the product release. No scope missed such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.